Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that the insulin pump had blotchy screen and rejected new batteries. Customer stated that the insulin pump had rewind was louder and taking longer than before and backlight was not as bright as before. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.